Event description:
It was reported the patient exited the bed and fell, sustaining a broken hip. The customer indicated that bed exit did not alarm. Upon evaluation by a stryker technician, bed exit was found to be working properly. During the evaluation, it was noted that the scale was showing a negative weight (inaccurate), which was resolved by zeroing the bed.